Event description:
Edwards received notification of a pascal procedure in mitral position where a p10 implant was placed at the medial a2/p2-a3/p3 position, resulting in good initial mr (mitral regurgitation) reduction and a low gradient. Following release, the implant became excessively mobile and torqued toward the left atrium with each heartbeat despite confirmed posterior leaflet capture. Attempts to stabilize the implant with a second p10 were unsuccessful because the distal end of the first device repeatedly engaged the paddle of the second device, preventing clasp drop and closure. Efforts to induce asystole with adenosine were unsuccessful, and additional maneuvers, including repositioning and orientation adjustments, did not resolve the issue. Given concerns about dislodging the first implant, the decision was made to stop the procedure and consider surgical intervention. The patient had complex anatomy, including degenerative mitral regurgitation with a2/a3 prolapse, ruptured chordae, and a thin, tethered posterior leaflet, as well as significant comorbidities. The perceived root cause is unknown but may be related to interaction between captured ruptured chordae and the implant, resulting in upward torque toward the left atrium. The procedure was completed, and mr reduced from severe to moderate-to-severe.

Manufacturer narrative:
B2: other serious - even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.